Manufacturer narrative:
The complaint report originally stated that during contrast injection with a power injector, the cap of the haemostatic valve was separated from the introducer guiding catheter. No patient or staff injury occurred. Additional information stated that the event occurred when the physician attached a syringe filled with a contrast-saline mixture (1:1) to the side-arm of the sheath and forcefully injected dye into the sheath without the use of a power injector. No anomalies were noted prior to use. No difficulties were experienced during the introduction and removal of various intravascular devices during the procedure. An 8fr vista brite tip ig was returned for analysis coiled in a plastic bag. The hemostasis valve was not separated but it presented blood residues. The brite tip of the catheter was folded inward. No other abnormalities were found. Dimensional analysis was not done because the hemostasis valve was intact and in place. An 8fr vessel dilator was introduced into the hemostasis valve; no friction was felt. When the vessel dilator was removed from the device, cap and valve stayed in its place. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The separation reported by the customer was not confirmed, as the hemostasis valve was intact and in place; however, the distal brite tip was found damaged and folded inward. The cause of the brite tip damage could not be conclusively determined during the analysis; however, there are no indications that this is related to the manufacturing process. Vista brite tip ig catheters are hybrid devices that combine the functionality of a catheter sheath introducer with a guide catheter but this product is not designed to be used with power injectors or for very forceful injections due to the hemostasis valve. Review of the available information suggests that device handling appears to have contributed to this complaint. No further actions will be taken at this time.

Event description:
During contrast injection with a power injector, the cap of the haemostatic valve was separated from the introducer guiding catheter. The details of the procedure and event are not known at this time. No patient injury was reported.

Manufacturer narrative:
Based on the preliminary information, it appears that the user may have used the product incorrectly. Additional information has been requested and will be submitted within 30 days of receipt.